Manufacturer narrative:
Additional narrative:(B)(4). The contact¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event: it was reported from (B)(4) that during an unspecified surgical procedure, it was discovered that the craniotome device and the compact speed reducer device were not working when used together. It was reported that the event occurred during use on a patient. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: correction the device serial number was incorrectly documented. The serial number has been updated from (B)(4) to (B)(4). Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the gears were damaged. It was determined that the device had no drive, the reduction gearbox was cracked, the drive shaft was bent and the tip was broken. It was further determined that the broken part was not present and the result of the damage was caused by the device falling down. It was determined that the shaft hudson was rusted and the thread from the pin was broken due to corrosion. It was determined that the bearing cover was not present. It was further determined that the device failed for speed (rpm) of uut and temperature. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.